Event description:
It was reported that during a da vinci-assisted surgical procedure, a small grasping retractor instrument had a wire visibly loose/broken and instrument was not working to its desired effect. The procedure was completed as planned with no reported injury using a backup instrument.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the small grasping retractor instrument, however intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Review of the provided image is consistent with the reported issue. The image shows a broken pitch cable. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.